Manufacturer narrative:
The event of system replacement was reported to abbott. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b1 ¿ type of report - product problem added. Section h6- medical device problem code has been corrected.

Event description:
Additional information was received indicating that upon the removal of the lead from the patient's (B)(6) 2023 lead revision surgery it was noted that the lead was visibly fractured.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to place their system into MRI mode. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The event of system replacement was reported to abbott. During the system replacement, the physician opted to replace the paddle lead with two percutaneous leads. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.